Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/15/2020. The following information was requested, but unavailable: was there any patient consequences? Was there any medical or surgical procedure to given to treat the issue? Additional h3 investigation summary: no intact or opened sample was received for analysis site. Raw material testing data was reviewed and found to be meeting the specification requirement. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot t9013 and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequences? Was there any medical or surgical procedure to given to treat the issue? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. It was reported that over 25% of the absorbable suture was not absorbed 80 days after sewing in an unknown surgery. The residual suture was dealt with properly. No additional information could be provided. Additional information was requested.